Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states the locking cylinders on both sides will not lock and are causing the wheels to lift off the ground.